Manufacturer narrative:
E1 - additional reporter phone: (B)(6)device evaluation: one device returned for investigation. Device received in good condition. No physical damage. Technician was unable to verify the customer reported problem. The overtemp potentiometer was out of calibration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Calibrated overtemp potentiometer.

Event description:
It was reported that the device needed an exchange. The "over temp was not responding to adjustment". The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event was reported.